Event description:
Patient was scheduled to have a laparoscopic hysterectomy, appendectomy, and right salpingo oophorectomy. The physician initially placed the uterine manipulator via vagina (v care standard size). When the laparoscopic procedure started, the surgery team discovered that the manipulator had perforated the uterus.